Event description:
It was reported that there was a rise in the atrial thresholds following heart valve placement. A lead dislodgement is suspected. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.